Manufacturer narrative:
Not in manufacturing mode. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator(3). Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the value properly from glucose meter. Unit sensor feature working properly. No sensor calibration anomalies or meter anomalies were noted during testing. Unit received with scratched display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label and cracked retainer.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalize due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 399 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as confusion, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer's blood glucose was 44 mg/dl while the sensor glucose was 160 mg/dl. The customer believes the pump was over delivering due to the sensor glucose differences. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.